Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated ¿restart alert 38¿ and experienced multiple pump restarts consistent with a motor stall, and a replacement ilet was arranged with counseling that the current device would no longer be water resistant and that backup therapy should be in place. Symptoms included no reported impact on blood glucose. Outcomes included no injury and no medical intervention. Investigation included review of the event description and device history as available, as well as collection of return logistics for device evaluation. Investigation of this case revealed a suspected insulin delivery interruption due to consecutive stalled motor events consistent with a motor/mechanical subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure.